Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician increased the dose of eliquis for the patient in response to this event. The patient will be referred to an outside facility to have the device related thrombus removed. There were no other complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician increased the dose of eliquis for the patient in response to this event. The patient will be referred to an outside facility to have the device related thrombus removed. There were no other complications that were reported to have occurred. It was further reported that the patient had the thrombus successfully removed. The patient has made a full recovery from this event.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician increased the dose of eliquis for the patient in response to this event. The patient will be referred to an outside facility to have the device related thrombus removed. There were no other complications that were reported to have occurred. It was further reported that the patient had the thrombus successfully removed. The patient has made a full recovery from this event.